Event description:
It was reported to philips that, during a procedure, the customer was unable to perform fluoroscopy with a zenition 70 device. The complaint device was rebooted several times before it was returned to functionality. No patient harm or injury was reported. An investigation was opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a vascular procedure and the procedure was aborted. A philips field service engineer (fse) inspected the system onsite and confirmed that the system got locked up. The fse rebooted the system and after several reboot attempts, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.